Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was to take place on (B)(6) 2013. An sjm representative was not present for the surgery. Follow-up identified the reason for the system removal was due to the lack of pain relief. It was further discovered the patient had 3 previous revisions to correct the issue but to no avil.